Event description:
(B)(4). The dentist reported that 10 months and 20 days after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).